Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that at approximately 1900 two infusions were begun. The first infusion was cyclophosphamide (cytoxan) 800 mg., cisplatin (platinol) 20 mg., etoposide (vepisid) 80 mg. In sodium chloride 0.9% (ns) 1000 ml hung as a secondary at a rate of 41.7ml / hour to be ran over 24 hours. The second infusion was doxorubicin (adriamycin) 20 mg. In sodium chloride 0.9% (ns) 500 ml hung as a secondary 20.8ml/ hour to be ran over 24 hours. The rates were unchanged and the first chemotherapy finished infusing (the line ran dry) the next day at 1732 - approximately 90 minutes before it was expected to be completed. The doxorubicin was still running with approximately 90 minutes left in the bag. There was patient involvement but no patient harm.

Event description:
It was reported that at approximately 1900 two infusions were begun. The first infusion was cyclophosphamide (cytoxan) 800 mg., cisplatin (platinol) 20 mg., etoposide (vepisid) 80 mg. In sodium chloride 0.9% (ns) 1000 ml hung as a secondary at a rate of 41.7ml / hour to be ran over 24 hours. The second infusion was doxorubicin (adriamycin) 20 mg. In sodium chloride 0.9% (ns) 500 ml hung as a secondary 20.8ml/ hour to be ran over 24 hours. The rates were unchanged and the first chemotherapy finished infusing (the line ran dry) the next day at 1732 - approximately 90 minutes before it was expected to be completed. The doxorubicin was still running with approximately 90 minutes left in the bag. There was patient involvement but no patient harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.